Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was having lunch when he received a shock. The patient went to the hospital; during which he received further shocks. The physician applied a magnet to the s-ICD to stop therapy delivery and then programmed the s-ICD to off. The physician noted that the patient had intermittent right bundle branch block which was causing oversensing. A chest x-ray was performed and no changes in the position of the system was noted since implant. Testing was performed and the sensing vector was changed from primary to alternate. A memory download was performed and sent to boston scientific technical services (ts) for review. The patient remains hospitalized and is undergoing further investigation on the cause of the bundle branch block. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A ts consultant reviewed the data and found that there were ten episodes that were recorded between 12:17 to 13:17. Both small r-wave amplitudes and noise/baseline shifts were noted on the electrograms which caused oversensing and inappropriate shocks to be delivered. It was also noted that the patient was in ventricular fibrillation (vf) at the time that was not successfully converted. The surface electrograms captured the day after the episodes showed a different morphology and higher amplitudes. The data was submitted for further engineering review and revealed that due to the low amplitudes, the smartpass filter would not have been effective in mitigating the oversensing. Additional troubleshooting was discussed to help ascertain the cause for the episodes. At this time, the s-ICD remains implanted and in service.

Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient was transferred to another hospital ((B)(6)) and was managed with a different physician ((B)(6)). Exercise testing was performed but no changes in the patient's morphology was observed. The sensing vector was reprogrammed to secondary and the rate cut off in the conditional zone was increased. In addition, smartpass was enabled. The patient was hospitalized for one week and no further indications of right bundle branch block were noticed after the episode. The reason for the rbbb was never determined. No further inappropriate episodes were recorded. The s-ICD was reactived and the patient was discharged to home on (B)(6) 2016. No additional adverse patient effects were reported.